Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 200 mg/dl. Customer stated that they corrected high blood glucose with insulin pump and went down to low blood glucose. Customer treated low blood glucose with food. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated loss of communication between insulin pump and transmitter and received sensor signal not found alert. No further patient complications were reported. The insulin pump will not be returned for analysis.